Manufacturer narrative:
(B)(4). Date sent: 3/14/2024. D4: batch # 750c46. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60b reload present. The reload was received unfired and with damage on the reload deck. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. The returned reload was loaded into the device without difficulties and did not fall out during the visual inspection. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device.  Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 750c46, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colon resection they put reload in the stapler but fell out in patient before usage. But the jaws had got stuck on patient due to that but they were able to unclamp jaws and remove the device without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 2/14/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.